Event description:
It was reported that this right ventricular (rv) lead was explanted due to heart perforation. Lead was not replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to heart perforation. Lead was not replaced. No additional adverse patient effects were reported. Additional information indicated that this patient experienced system infection. Lead is in possession of the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to heart perforation. Lead was not replaced. No additional adverse patient effects were reported. Additional information indicated that this patient experienced system infection. Lead is in possession of the hospital. No additional adverse patient effects were reported.